Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was electively explanted and replaced due to the recent field communication. To date, the available information indicates this device has not exhibited failure characteristics associated with this field advisory. In addition, no symptoms associated with this clinical observation have been observed.